Event description:
It was reported that the 2600 system experienced table movement problem during a bilateral retrograde procedure. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. There was fluid found in the hand switch connector. The phenolic plates and hand switch connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.